Manufacturer narrative:
Description of product upon receipt: the product was returned to us opened in the original packaging. The following products were submitted for return: progav 2.0 shunt system in opened sterile bag in original outer packages (sn.: (B)(6)) the sterile pouches are partly not in original condition (dry blue spots). Investigation: the following section describes, in detail, the method and the results of the investigation. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: both sterile packs have dry "blue" spots on the paper underside of the sterile pack. The original packaging and the rest of the contents do not have any stains, or do not suggest that anything was wet. A part of our inspection is also a visual control after sterilization. If stains may be found, the product did not get the release. Results: based on our inspection results, we are sure the stains occurred after delivery! We can exclude a defect at the time of release. The valve / shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required.

Event description:
A sterile package was reported as non-sterile. According to the complaint, the sterile packaging was moist when the original packaging was opened. There was no patient involvement.